Event description:
This report summarizes two malfunctions. A review of the information indicates that model dl900f vena cava filter allegedly experienced obstruction of flow. The information was received from various sources. One patient is a (B)(6) year old female whose weight was not provided. The other patient is a female whose age and weight were not provided.